Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short v-v intervals and non-physiologic cycle lengths on one non-sustained ventricular tachycardia episode. There was also one spike in impedance. The appearance of the electrogram noise was consistent with lead noise. The lead was capped and replaced. No patient complications have been reported as a result

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead (B)(6) 2004. (B)(4).